Event description:
The customer contacted physio-control to report that a physio-control loaner device had the defibrillation charge drop several times during a patient event. As a result, defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the loaner device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and was unable to verify the reported issue. Physio determined that the cause of the reported issue was due to use error. The customer was unaware of depressing and holding the shock button during sync to properly discharge the energy. After observing proper device operation through functional and performance testing, the device was returned to the loaner pool.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a physio-control loaner device had the defibrillation charge drop several times during a patient event. As a result, defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.